Manufacturer narrative:
The fse evaluated the device on site and performed troubleshooting, replacing the power supply, therapy printed circuit assembly (pca), processor pca and therapy to processor pca cable; however, the issue remained. After further investigation, the fse found that a small component on the input/output (I/o) board was damaged. The fse replaced the I/o board (along with the I/o to processor cable required,) resolving the reported issue. The I/o board was requested for investigation by philips emergency care (ec) failure analysis. If the part is received by philips, the complaint will be reopened and the device will be evaluated.

Event description:
Philips received a complaint on the defibrillator indicating that the device is out of service due to failure in power supply. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse evaluated the device on site and suspected the power supply was at fault; however, after replacing the power supply the issue remained. After further investigation, the fse suspected the therapy printed circuit assembly (pca) was the main defective part. However, this could not be confirmed, and it was noted that other parts may have been defective. Part number and pricing for a replacement therapy pca was provided to the customer so that the cause could be confirmed; however, the customer did not accept this quote. Therefore, the part was not replaced or confirmed defective. Based on the information available there is insufficient information to confirm the cause of the reported malfunction. The reported problem was confirmed. Part number and pricing for a replacement therapy pca was provided to the customer so that the cause could be confirmed; however, the customer did not accept this quote. Therefore, the part was not replaced or confirmed defective. It has been concluded that no further action is required at this time.